Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting up. Upon troubleshooting with customer, the rse found that the system did not complete the boot-up sequence. To resolve the issue, the rse restarted the system and powered on the flexvision pc in the b cabinet by pressing the flexvision pc switch. After this, the reported issue didn¿t reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.